Event description:
It was reported that the supercap/ trouble reading small syringe. No patient injury reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was broken but the device appeared to be in good condition with no appearance of physical damaged. A review of the event history log identified 1- super cap post error. 2- no error related to customer reported problem was found in ehl (trouble reading small syringe). The tech performed 1- power up process. 2- syringe test using a 1ml syringe and check the reading size of both qc slugs. Techs were 1- unable to duplicate the super cap post error at power up. 2- pump was not able to recognize the 1ml syringe, but the reading of the size both qc slugs are within the required specs. Techs were able to find 1- super cap on main board does not operate as intended, with low profile and black panasonic cap which is causing the super cap post error intermittently. 2- pump is not configuration for a 1ml syringe, when pump was default to standard configuration a8b3, pump have no problem of recognize the 1ml syringe. The root cause was 1- unable to determine, no physical or any other damaged was found on main board. 2- user error. It was note the tech 1- replaced main board preventive. 2- repair was not needed per customer reported problem (trouble reading small syringe) due to pump was not configurate for a 1ml syringe. Performed power up process which passed. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.